Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with intermittent button response due to flattened express act, upper arrow and down arrow button dome switches. No unlocked lcd keypad connector noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, restart error test and off no power test. We were unable to confirmed by pressing keypad make display go blank anomalies noted. No damage on the lcd isolation tape noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when the keypad is pressed, the display goes blank for up to 1 minute before coming back on. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display screen is scratched and the display cannot revert back to normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.